Manufacturer narrative:
(B)(4)

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient obtained the following results when testing with the meter on (B)(6) 2017: a sample from a first finger of the patient resulted with a value of 3.9 inr. A sample from a second finger of the patient resulted with a value of 2.3 inr. A sample from a third finger of the patient was tested and there was no result, only an error. A sample from a fourth finger of the patient resulted with a value of 3.6 inr. A sample from a fifth finger of the patient was tested and there was no result, only an error. A sample from the fourth finger of the patient resulted with a value of 3.3 inr. All testing took place within minutes of each other. The patient contacted her independent diagnostic testing facility and reported the 3.3 inr value. This value was provided to the patient's physician, who adjusted the patient's coumadin medication based on the result. No adverse events were alleged to have occurred with the patient. The patient is currently in fine condition and was not injured. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every 2 weeks. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not on heparin and does not use direct thrombin inhibitors. The patient's coumadin medication was adjusted slightly since her last unquestioned test. The patient has had no other medication changes. The patient has had no diet change, no illness, and no symptoms of high inr results. The meter had not been cleaned, but appeared clean. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor 1: master lot: 2.1 inr. Customer strip and customer meter: 2.1 inr. Donor 2: master lot: 2.1 inr. Customer strip and customer meter: 2.1 inr. The patient samples were always identified as blood. No error messages occurred. No information was provided that would point to a cause for the result discrepancy. (B)(4).